Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-00045. It was reported the pt ((B)(6)) underwent surgical intervention to address an issue of lead-pull out from the extension. This is the second such occurrence for the pt as his surgical lead is damaged at the terminal ends (see MFR report #s 1627487-2013-00655 and 00656). To address this latest occurrence, the pt's lead extensions (from the same lot) were explanted and replaced, and the lead was secured to the newly implanted device via loops and sutures. Effective therapy coverage was captured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.